Event description:
The receiver/stimulator of the pt's implant extruded through the skin flap. The device was explanted and a new device was implanted. No further info was made available regarding this pt who was implanted and resides outside of the USA.